Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. Noise was reproducible with pocket manipulation. The lead was reprogrammed and the issue was resolved. The patient would continue to be monitored with routine follow up.